Event description:
It was reported that the customer passed away of natural causes. The customer was found by her fiance', and she was wearing the insulin pump. The insulin pump was beeping and the reservoir was empty when she was found. The caller also shared that the customer was often running out of insulin because she needed two vials of insulin, but (B)(6) would only allow her to have one vial. The customer would sometimes go eight to ten days without insulin due to the (B)(6) restrictions. The customer's next of kin agreed to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.